Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had 99%, stenosis, moderate calcification and heavy tortuosity. Pre-dilatation was performed and the pixel was engaged; however, during the first inflation, the balloon ruptured. The rupture was observed in the middle of the balloon and calcification was also observed in the middle of the lesion on angiography; therefore, it was reported that the rupture occurred due to the calcification. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture included, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, or lesion calcification. The lesion treated in this procedure was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation it ruptured; however, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.